Manufacturer narrative:
This wheel may be part of a previous recall. We do not have enough information at this time to make a determination.

Event description:
Received a letter from an attorney alleging a tire malfunction. Did not provide any specifics about the unit or owner of the unit. Did not provide any details of the incident. All of this has been requested but no response to date. We are not certain if this is our scooter.